Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdrf034 showed fifteen other similar product complaint(s) from this lot number. The complaints for this lot number (asdrf034) have been reported from the same facility.

Event description:
It was reported that the miniloc w/ y-site was found to be "defective". On 9/24/2019: additional information rec'd states that the port needle is leaking from the septum on the needleless valve on the y-site. It seems to be happening when nurses are drawing blood from a port and blood leaks out of the septum of the y-site valve. It was stated this has occurred with 16 devices. This report addresses the first device.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking site is confirmed but the exact cause remains unknown. One 20 ga x 0.75 in miniloc w/y site was returned for investigation. The safety mechanism was not engaged and the needle cover was present over the needle. No apparent evidence of use was observed. The sample was flushed and was patent to infusion. The distal clamp was engaged. The sample was flushed and pressurized and a bead of water formed at the y site valve. A continuous leak was not observed. The IFU states "high pressure or use with power injectors may cause leakage or damage." Since a bead of water was observed to form that the y site valve, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of asdrf034 showed fifteen other similar product complaint(s) from this lot number. The complaints for this lot number (asdrf034) have been reported from the same facility.

Event description:
It was reported that the miniloc w/ y-site was found to be "defective". 9/24/19: additional information rec'd states that the port needle is leaking from the septum on the needleless valve on the y-site. It seems to be happening when nurses are drawing blood from a port and blood leaks out of the septum of the y-site valve. It was stated this has occurred with 16 devices. This report addresses the first device.